Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced recurrent infections at the abutment site and the patient was treated with oral antibiotics; however the issue could not be resolved. Subsequently, the patient underwent skin revision under a general anaesthetic during an abutment change (date not reported).

Manufacturer narrative:
This report is submitted on october 31, 2018.

Manufacturer narrative:
This report is submitted on august 28, 2023.